Manufacturer narrative:
It was reported that when the needle cap was removed, the needle detached from the syringe. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A total of forty (40) samples in new condition were returned for evaluation. Visual and functional testing was unable to reproduce or confirm the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when the needle cap was removed, the needle detached from the syringe.